Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level at the time of the hospitalization was over 500 mg/dl. They had diabetic ketoacidosis. They were wearing the insulin pump at the time of the hospitalization. They were hospitalized for 5 days. The customer's current blood glucose level was 500 mg/dl. They treated the high blood glucose with insulin shots. Troubleshooting for the insulin pump was performed and insulin exited without incident. They will be sent a tubing clamp to perform the high-pressure test. The device will not be returned for analysis.